Event description:
Per the clinic, the patient experienced no sound and subsequent loss of connection to the internal device. Reprogramming attempts were made; however, the issue could not be resolved. The implanted device remains. Additional information has been requested but it has not been made available as of the date of this report.